Event description:
Reportedly a 6x17 stent was implanted on long occlusion. Lesion was passed and stent implanted. Final results looked good, however, some elongation of stent was observed. By removal of introducer, stent came out of the patient for 4 cm. Patient had to undergo surgery to remove the 4cm of stent. Priority report - please send letter to ra.

Manufacturer narrative:
Device not returned.